Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 50 first prime pulses and was deactivated at 68 pulses. The download data showed that time outs occurred during the priming sequence, however no drive stall occurred during the time outs. The device was reset and rerun, the time outs did not replicate during the rerun. During inspection of the drive mechanism debris was found on the ratchet gear and in the commutator well. Inspection of the drive mechanism did not found any damage. The source of the found debris could not be determined. Because no drives stall occurred during the run it could be concluded the found debris did not contribute towards the reported symptom code. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined.

Event description:
It was reported that the needle deployed late. Pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.